Manufacturer narrative:
Correction/additional information: h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. There was fluid leaking from the cassette from inside the machine. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.